Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the high voltage lead impedance had increased. The lead was explanted and replaced.

Manufacturer narrative:
The reported impedance anomaly was not confirmed due to the condition in which the returned lead was received. The lead was returned cut in two parts, the connector pin part measured 18.2cm and the distal tip part measured 54.8cm. Two inside-out insulation abrasions were found at 21.5cm to 23.2cm and at 30cm to 31cm from the distal tip. As received, the outer insulation was found cut at 6cm from the distal tip near the rv shock coil; the etfe insulation of the proximal cables was abraded and exposed, indicating a potential electrical short between the rv shock coil and proximal cable in this same area. Further evaluation revealed a 2cm inside-out abrasion underneath the rv shock coil.